Event description:
Reportedly, during the implantation of a new reply dr (sn (B)(4)) stimulation did not start immediately after connection the pacemaker to a lead. After screwing the ventricular lead (1st sound) and after screwing the atrial lead (2nd sound) stimulation starts with a delay. Pacemaker rate was programmed to 70min-1 before implantation. The patient¿s spontaneous heart rate was about 50 min-1. Note that the patient in this case is not pacemaker-dependent.

Event description:
Reportedly, during the implantation of a new reply dr (sn (B)(4)) stimulation did not start immediately after connection the pacemaker to a bipolar lead, neither unipolar nor bipolar. After screwing the ventricular lead (1st sound) and after screwing the atrial lead (2nd sound) stimulation starts with a delay. Pacemaker rate was programmed to 70min-1 before implantation. The patient¿s spontaneous heart rate was about 50 min-1. Note that the patient in this case is not pacemaker-dependent.